Event description:
It was reported that during a procedure to implant a g2 vena cava filter via the jugular, the doctor had not predilated the vessel and it was very tight, so the sheath was removed so the doctor could dilate up. As the tech was straightening out the sheath so the doctor could readvance it, the black tip completely peeled off of the sheath. It was the only jugular filter that the doctor had, so they used it without the tip and the filter was implanted without incident. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sheath and dilator were not returned for evaluation as they were discarded at the user facility. The filter remains implanted. Procedural and patient factors may have contributed to this event. It was reported that the jugular vein was not predilated and the access was very tight. This may have affected the tip of the introducer. The information for use (IFU) for this device states: instructions for use-remove the 18g entry needle over the j-tipped guidewire. Obtain the dilator and the introducer sheath from the package. Flush the dilator and the introducer with saline. Insert the dilator through the introducer sheath, ensuring that the hubs snap together. Advance the 10f introducer sheath together with its tapered dilator over the guidewire into the vena cava. Separate the dilator and introducer hubs by bending and then pulling apart, leaving the 10f introducer sheath and its tip in the vena cava. This lot was included in a voluntary recall for this product, implemented in the us on (B)(4) 2006.